Event description:
On (B)(6) 2012, the reporter contacted animas to report that on (B)(6) 2012 at 2:00 am the patient woke up with a blood glucose level of 37 mg/dl. The patient administered self-treatment by consuming orange juice. At an unspecified time afterwards, the patient obtained the reading of 63 mg/dl and she experienced the symptoms of sweating and shaking. The patient treated herself by eating breakfast. She did not seek any emergency medical attention. The patient reported no changes to her diet, activities, medications or health. Troubleshooting revealed all pump settings, programming, date/time were set correctly, the total basal/bolus doses given correctly matched those programmed, there were no issues with the infusion set or infusion site and the patient's technique and insulin handling were correct. There was no evidence the pump was not accurately and correctly delivering insulin as programmed. However, as the patient allegedly suffered symptoms and blood glucose levels suggesting severe hypoglycemia while using the pump, and received treatment with food, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.